Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the device evaluation, it was determined. The rigid outer tube was bent and dented. And the objective lens window had minor scratches on the distal edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes elite high-definition autoclavable rigid telescope, exhibited broken/burnt/damaged component. Additional details relating to the patient and the event have been requested. But the initial reporter, was only able to provide that the event occurred during a procedure. And that no patient harm or impact was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to excessive force. Olympus will continue to monitor field performance for this device.